Event description:
A malfunction was reported involving a momentary power loss to the vibrator motor, indicated by malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.